Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was asymptomatic. The implantable cardiac monitor was transmitting false pause episodes due to signal dropout and undersensing. The device was reprogrammed and remained implanted. The patient's condition was fine after reprogramming.